Manufacturer narrative:
Concomitant medical products: lnq11 monitor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a few days after the implant, the patient felt weak. It was noted that the right atrial (ra) lead exhibited possible intermittent loss of capture and there was a rise in atrial thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.